Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The 99% in-stent restenosed lesion was located in the ramus interventricularis anterior (riva). The 2.5 x 15mm ultra 2 cutting balloon was advance and inflated one time to 10 atms. During withdrawal of the balloon, it became stuck in the unk stent. The physician encountered resistance during removal attempts, and by pulling on the balloon to remove it the stent was explanted. The stent was reported to have been implanted fully opposed to the vessel with no post-dilation having been done. No patient injury was reported with the stent explantation. A taxus drug eluting stent was then implanted to replace the explanted stent. No patient complications were reported, and the procedure was completed with a different device. Patient status was reported as 'good'.